Event description:
It was reported that a nurse was performing cardiopulmonary resuscitation (CPR) and felt shocks that were being delivered from the patient's implantable cardioverter defibrillator (ICD). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).